Event description:
Boston scientific received information that this pacemaker was explanted and replaced due to an advisory. Upon return, the device was placed on legal hold due to pending litigation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that this device was explanted and replaced due to an advisory. It has been returned for analysis.